Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the insulation was torn around the circumference at the distal end of the anode electrode assembly. The tip of the lead was not returned. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal/repositioning, lead design, and patient anatomy.

Event description:
It was reported that during the implant of this lead the tip got stuck and broke due to the patients tortures anatomy when attempting to implant. The lead could not be extracted as a result. A new lead was used. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this lead due to torturous patient anatomy the helix of the lead got fractured when attempted to implant. The helix of the lead also got stuck, and it was not possible to extend the helix. A new lead was used. This lead was expected to be returned. Should the lead be returned analysis be conducted and this investigation will be updated. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this lead due to torturous patient anatomy the helix of the lead got fractured when attempted to implant. The helix of the lead also got stuck, and it was not possible to extend the helix. A new lead was used. This lead was expected to be returned. Should the lead be returned analysis be conducted and this investigation will be updated. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter section of this report.

Manufacturer narrative:
This report is being filed to correct the impact code.

Event description:
It was reported that during the implant of this lead due to torturous patient anatomy the helix of the lead got fractured when attempted to implant. The helix of the lead also got stuck, and it was not possible to extend the helix. A new lead was used. This lead was expected to be returned. Should the lead be returned analysis be conducted and this investigation will be updated. No adverse patient effects were reported.